Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the screen went black after start up due to the band imaging (bi) board failure and the rear panel screw hole was cracked. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, indicating the screen text on the high-definition lcd monitor flickered and went black. There was no harm or user injury reported due to the event.